Event description:
It was reported that the patient underwent a surgical procedure (B)(4) 2006 and apogee, perigee and bioarc were implanted. Patient also underwent a surgical procedure on (B)(6) 2011 and gynemesh and obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urge, urinary incontinence and leakage.